Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate the implantable pulse generator (ipg). It was noted that telemetry was established with the ipg and it appeared to the user to lose telemetry. The programmer remains in use. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.